Event description:
It was reported the pt felt a random burning sensation at the ipg pocket site. The burning sensation is not related to charging and occurs when the system is off. A sjm rep reprogrammed the system and ran a full diagnostic check. It was reported the physician would treat the sensation; at this time it is believed to be a surface nerve issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.